Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) and kidney disease/toxicity. In addition, the patient also alleged dizziness, headache and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient is alleging asthma (new or worsening) and kidney disease/toxicity. In addition, the patient also alleged dizziness, headache and inflammatory response. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally observed the following: an unknown contaminant was observed on the top enclosure, front panel, rear panel, and bottom enclosure. A dust-like contaminant was observed on the top enclosure, front panel, blower box cap, inside the inlet of the blower box, on the rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be dried liquid spots with potential mineral deposits were observed on the blower and blower box. Hair-like particles were observed on the front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. What appeared to be a keratin-like substance was observed on the outlet of the blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation/ breakdown was not observed in this device. Pil was not able to confirm the complaint, or address the symptoms specified. Box h: device problem code grid, evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.